Event description:
It was reported that an ilet device with serial number (B)(6) exhibited a malfunctioning display with a visible screen crack, supported by a user-provided video, while the user¿s blood glucose remained stable. Symptoms included no reported adverse clinical effects. Outcomes included no interruption of glycemic management, as the user continued using their cgm and was advised to consult their care team for interim dosing on backup therapy. Investigation included review of the user report and logistics for replacement and return. Investigation of this device revealed physical damage to the display assembly consistent with a cracked screen, leading to impaired user interface function. It was concluded, based on previously established findings for similar reports, that the cause was damage to the device¿s screen consistent with external impact or handling.

Manufacturer narrative:
The device was not received or evaluated by beta bionics. User complaint of ilet damage or malfunction was not confirmed via failure investigation due to lost package or common complaints. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.